Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 557 mg/dl. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.